Event description:
It was reported that during the initial implant, the right atrial lead was placed in the pleural space, not in the right atrium. The lead was removed but not replaced. The atrial port of the device was plugged by the physician. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; proximal conductor was distorted; blood observed on the proximal conductor and in/on the helix mechanism; the outer insulation was breached cut and the lead was stretched; apparent explant damage; full lead analyzed.